Manufacturer narrative:
Additional information received that the patient outcome was reported to be positive.

Event description:
It was reported that the patient experienced a surgical procedure to downsize an artificial urinary sphincter(aus) cuff. A 4.0cm cuff was implanted in place of the 4.5cm cuff. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a surgical procedure to downsize an artificial urinary sphincter(aus) cuff. A 4.0cm cuff was implanted in place of the 4.5cm cuff. A patient outcome was not reported.